Event description:
It was reported that the patient experienced tachycardia and confusion. The right atrial (ra) lead exhibited polarity switch and far field r-wave (ffrw) oversensing noted on current electrograms (egm), not causing any false atrial tachycardia/atrial fibrillation ( at/af) episodes to be recorded. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and confusion. The right atrial (ra) lead exhibited polarity switch and far field r-wave (ffrw) oversensing noted on current electrograms (egm), not causing any false atrial tachycardia/atrial fibrillation ( at/af) episodes to be recorded. The ra lead remains in use. No further patient complications have been reported as a result of this event.